Event description:
It was reported that pump displayed cartridge alarm 30 while customer was using insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through proper cartridge loading steps, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved; no additional related alarms had been reported previously for this pump.